Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07635. 0001822565-2017-07636.

Event description:
It was reported that during the procedure, the trocar pin became cold welded into the guide. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: trocar pin was not returned. Reported event was unable to be confirmed. Visual evaluation of the returned cut guide shows scratches, nicks and gouges on both the superior and inferior sides of the device device history record (DHR) review was unable to be performed as the lot number of the trocar pin involved in the event is unknown. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.